Manufacturer narrative:
Block b3: exact date unknown, event occurred fall of 2024.

Event description:
It was reported that the patients spinal cord stimulation (scs) device was causing pain. The patient underwent an explant procedure.